Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (470r5h) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. (B)(4).

Manufacturer narrative:
The meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All functional test results and visual inspection were within device specifications.

Event description:
A healthcare provider reported that on (B)(6) 2013 a reading of 68 mg/dl was received on the hospital's adc precision xceed pro blood glucose meter at 7:58 am, which was higher than a reading of 24 mg/dl received at 8:07 am from the facilities laboratory. Caller further reported the patient started having symptoms described as "a change in mental status, unable to follow commands" at 7:45 am, however treatment was delayed for an hour because hospital personnel believed the patient "may be having a stroke" and sent the patient for a cat scan. It was further reported that at 9:28 am patient "was given 50% injectable dextrose 25 grams" and also had "10% dextrose for 13.3 hours" via intravenous route. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this medical event.